Event description:
A customer contacted beckman coulter inc (bec) and reported a leak of greater than 10ml of pinkish fluid beneath the sample wells on the unicel dxh 800 coulter instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. There was no exposure to open wounds or mucous membranes. No one sought medical attention. Material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan in place at the facility. There was no impact to patient results. There was no change to patient treatment associated to this complaint.

Manufacturer narrative:
The fluids associated with this leak may be diluent, lyse or blood while in operation and cleaner while in shutdown. The fse was dispatched on (B)(6) 2012. The fse observed the overflow of the mixing chamber on the dxh800 instrument. The fse replaced the mixing chamber and found a piece of tube stopper in the mixing chamber that was removed and resolved the leak. Service activity was verified to meet specified requirements per established procedures. Results met published performance specifications. The failure mode of this event was mixing chamber drain port plugged with tube stopper pieces. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).